Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 278 mg/dl, which was treated with manual injection. The caller stated that the device might have been dropped. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump had a cracked display window corner and cracked battery tube threads.